Event description:
A customer contacted beckman coulter inc. (Bec) reporting that their unicel dxc 800 pro synchron clinical system mc (modular chemistry) sample probe collar wash was leaking fluid. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and protective eyewear at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
The customer found no loose fittings upon troubleshooting the leak with the bec cts (customer technical support). A field service engineer (fse) was dispatched on-site and performed service on the instrument. The cause of the leaking was diagnosed by the fse as insufficient vacuum in the collar wash due to a clot in the collar wash vacuum valve. Fse replaced the valve and verified repairs. The cause of the leak was an obstructed collar wash vacuum valve. (B)(4).